Event description:
The customer reported to olympus, during a diagnostic procedure, the high-definition lcd monitor could not boot up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation, and the reported issue was confirmed. During evaluation, it was observed, the unit did not have image when powered on due to a faulty quantum board, the alternate current/direct current (ac/dc) bracket ground stud was broken off and the bracket was deformed, crack was noted on the top right of the bezel, and scratch was noted on the bottom left corner of the window screen. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.